Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to serial #: serial numbers (B)(4) were provided, corresponding sides cannot be confirmed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.